Manufacturer narrative:
Updated field(s): describe event or problem, return to manufacture date, added medical device ¿ problem code 3012, updated investigation conclusions code, updated investigation findings code, device not eval provide code. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #(B)(4).

Event description:
It was reported that once the intra-aortic balloon (iab) was connected to the cardiosave intra-aortic balloon pump (iabp) and therapy was initiated, the fiber optic sensor could not be calibrated. It was also noted that the patient's arterial pressure could not be obtained via fiber optic sensor. The iabp was then swapped out with a second cardiosave and the arterial pressure could be obtained. The customer could not determine if the issue had been with the iab or the iabp so the iab was then connected to a cs300. Once again, the arterial pressure could not be obtained via fiber optic sensor. Therapy was continued using the iab and the second cardiosave iabp. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complaint record ID # (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that once the intra-aortic balloon (iab) was connected to the cardiosave intra-aortic balloon pump (iabp) and therapy was initiated, the console generated a fiber optic sensor failure alarm and the sensor could not be calibrated. Only the waveform of the transducer was displayed. The customer swapped out the iabp with another cardiosave and was able to obtain the sensor pressure after sensor calibration was executed. It was noted that when connected to a cs300 iabp, the sensor was not recognized as well. There was no reported patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender tubing was also returned. A kink was found on the catheter tubing near the y-fitting approximately 75.9cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.